Manufacturer narrative:
Summary: one sample was received for evaluation by one of our quality engineers. It has no packaging flow wrap. It came in a disposable plastic glove. It has the plunger rod-rubber stopper, it has no tip cap, neither saline solution. The barrel label confirms the lot# 7241671. It has the luer damaged therefore failure mode is verified. The tip cap cup station most likely had a piece of plastic from another tip cap. This piece of plastic could have induced the damage shown on this sample. A device history review was completed and there were no documented issues for the complaint of batch 7241671 during this production run. There were no quality notifications issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. Conclusion: investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update may 24, 2018. One sample was received. It has no packaging flow wrap, it came in a disposable plastic glove, it has the plunger rod-rubber stopper, it has no tip cap, neither saline solution. The barrel label confirms the lot# 7241671. It has the luer damage. Product within specification? Yes? No? All inspections were accepted during the production of this batch. There was no issue documented about barrel/flange damaged / leakage. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. The tip cap cup station most likely had a piece of plastic from another tip cap; this piece of plastic could have induced the damage shown on this sample.

Event description:
It was reported the nurse found the tip of the barrel broken on a bd posiflush¿ normal saline syringe when opening the package. There was no report of exposure, serious injury, or medical intervention.